Manufacturer narrative:
H3: one device was received for evaluation. The service history and event history log review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection identified a damaged downstream occlusion (dso) and upstream occlusion (uso) seal. The probable cause of the problem was the damage caused the dso seal to become detached from frame. The dso and uso seal were replaced to fix the issue. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device's downstream occlusion seal was detached. The event occurred, during testing, there was no patient involvement.